Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent embolization). Patient¿s condition affected effectiveness of device (severely calcified lesion, moderate tortuosity). Deformation problem. Evaluation conclusions: inherent risk of procedure (stent embolization). Device failure related to patient condition (severely calcified lesion, moderate tortuosity). (B)(4).

Event description:
It was intended to use a resolute integrity 2.25 x 14 mm rx drug eluting stent to treat a severely calcified 28 mm lesion in the cx vessel which had 99% stenosis and moderate tortuosity. Three lesion pre-dilations were performed. 30% stenosis remained following pre-dilation. Vessel resistance was encountered. It is reported that the stent did not cross the lesion and when an attempt was made to remove the delivery system, the stent came off the balloon and dislodged in the vessel. The physician attempted to remove the dislodged stent with the use of a snare however this was unsuccessful. A non-medtronic balloon was used to deploy the stent proximal to the lesion. The device had been inspected prior to use with no issues noted. No other clinical sequelae were reported. Evaluation summary: the delivery system was returned for evaluation - stent was not present. Crimp impressions were evident along the balloon. The proximal pillow was bunched. The distal tip was severely deformed. Procedural image review: the procedural images show a calcified lesion in the mid lcx vessel. Calcification is also evident in the lm vessel and the ostium of the lcx. The vessel is then wired and a device is advanced towards the lesion. It is unknown if this device is the rsint22514ux device. Subsequent images show an undeployed dislodged stent in the ostium of the lcx. A balloon is positioned and inflated in the lcx ostium. The dislodged stent is deployed in the lcx ostium.